Event description:
It was reported that the ventilator generated technical error indicting communication issue. Additionally, the system failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the internal leakage test failed during pre-use check and replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. A correction of fields # b5 describe event or problem, # h6 medical device ¿ problem code and # h6 - component codes were required. B5 - describe event or problem: previous describe event or problem: it was reported that the ventilator generated technical error indicting communication issue. Additionally, the system failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4). Corrected describe event or problem: it was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4). H6 - medical device ¿ problem code - previous medical device ¿ problem code: output problem///3005, corrected medical device ¿ problem code: protective measures problem/failure of device to self-test//2937. It was reported in initial emdr that the two components were included. In fact only one component should be included. The component codes should be limited to valve(s) only. H6 - component codes - previous component codes - component codes: electrical and magnetic/circuit board//427 and mechanical/valve(s)//527, corrected component codes - component codes: mechanical/valve(s)//527.